Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample when tested with biotestcell pool on tango optimo. The patient had a known anti-k. The customer stated that the antibody was detected in the tube and the gel method. The reaction strength was 1 to 2+ positive. In our initial report, the date of event was erroneously stated as (B)(6) 2019 when it should have been (B)(6) 2019. The customer returned the patient sample that had caused a false negative test result for investigational testing and also the supposedly defective product biotestcell pool. At the time we received the supposedly defective product it was already expired. Therefore our quality control laboratory tested the patient sample with the current lot of biotestcell pool on tango optimo. The patient sample yielded a weak positive reaction. Within its shelf life, our qc lab tested the retention sample of the supposedly defective biotestcell pool lot with different samples and controls on tango optimo, e.g. An anti-k. All positive and negative reactions were correct. We did not observe any false negative reactions. Additionally the patient sample was tested in the gel technique and yielded a weak positive reaction. All test results suggest that the anti-k of the patient sample is a weak reacting antibody. The instruction for use contains a corresponding note in the section limitation: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." Testing by our quality control laboratory confirmed the correct function of the allegedly defective lot of biotestcell pool. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. Regarding the affected tango optimo: result images provided by the customer were reviewed. A field service engineer performed metrology per procedure on the tango optimo and also post service verification as required. The instrument was found to be operating within manufactures specifications and is returned to service. A metrology qualification was performed as per checklist with passing qc results. The post adjustment camera setting values were within acceptable range. The log files did not show any issue relevant abnormalities. No identification for an instrumet malfunction could be identified. The service engineer confirmed a proper function of the instrument by metrology certificate.

Manufacturer narrative:
This report is sent because our initial and our final report provided an incorrect product code.

Event description:
The customer reported a false negative reaction of a patient sample when tested with biotestcell pool on tango optimo. The patient had a known anti-k. The customer stated that the antibody was detected in the tube and the gel method. The reaction strength was 1 to 2+ positive. In our initial report, the date of event was erroneously stated as (B)(6) 2019 when it should have been (B)(6) 2019. The customer returned the patient sample that had caused a false negative test result for investigational testing and also the supposedly defective product biotestcell pool. At the time we received the supposedly defective product it was already expired. Therefore our quality control laboratory tested the patient sample with the current lot of biotestcell pool on tango optimo. The patient sample yielded a weak positive reaction. Within its shelf life, our qc lab tested the retention sample of the supposedly defective biotestcell pool lot with different samples and controls on tango optimo, e.g. An anti-k. All positive and negative reactions were correct. We did not observe any false negative reactions. Additionally the patient sample was tested in the gel technique and yielded a weak positive reaction. All test results suggest that the anti-k of the patient sample is a weak reacting antibody. The instruction for use contains a corresponding note in the section limitation: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." Testing by our quality control laboratory confirmed the correct function of the allegedly defective lot of biotestcell pool. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. Regarding the affected tango optimo: result images provided by the customer were reviewed. A field service engineer performed metrology per procedure on the tango optimo and also post service verification as required. The instrument was found to be operating within manufactures specifications and is returned to service. A metrology qualification was performed as per checklist with passing qc results. The post adjustment camera setting values were within acceptable range. The log files did not show any issue relevant abnormalities. No identification for an instrumet malfunction could be identified. The service engineer confirmed a proper function of the instrument by metrology certificate.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported tht an anti-k was supposedly missed when testing a patient sample with biotestcell pool on tango optimo. Investigation in our quality control laboratory is still ongoing. An internal quality notification for exceeding the reporting deadline to FDA has been raised.